Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent migration occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous distal left anterior descending (lad) artery. The vessel was a 2.25mm at the distal portion and open wider in the proximal portion. The lesion was predilated with an unknown size maverick balloon. The physician deployed two taxus express2 atom drug eluting stents. When the third taxus express2 atom drug eluting stent was deployed and the physician was removing the stent delivery system the stent migrated proximally. An unknown balloon was placed inside the stent and the stent was moved to the original location and deployed. The physician feels that when the stent was deployed not enough of it was in the 2.25mm section to anchor it to the vessel wall. The procedure was completed with this device. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.